Event description:
It was reported that 131 days after implantation of a 2.75x28 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the mid left circmflex astery (lcx). A pre-intervention stenosis of 95% was reported. A 2.75x28 mm taxus stent was deployed. A post-procedure stenosis of 0% was reported. Timi grade iii flow was noted pre- and post-procedure, no information concerning lesion calci-fication or vessel tortuosity was reported. The patient was placed on aspirin plavix, metoprolol, and lisinopril at the time of discharge. The patient reportedly tolerated the procedure "well." No complications were reported. The patient presented 131 days after the initial procedure with angina of one week duration and a 90% in-stent restenosis in the mid lcx. A 3.0x23 mm cypher drug eluting stent was deployed. A post procedure residual stenosis of 0% was reported. The patient received heparin, aspirin, and nitroglycerin during the procedure. After the procedure, the patient received plavix, aspirin, glucovance, toprol, and lisinopril. Complications were reported as "none." And lisinopril. Complications were reported as "none." The patient's condition was reported as "safisfactory/good."